Manufacturer narrative:
Revised components were not returned to manufacturer for evaluation.

Event description:
Total knee replacement was performed earlier in the year. The knee subsequently locked up in flexion so the femoral component was revised and additional bone was removed to increase the extension gap.